Event description:
Postpartum course was uncomplicated from an obstetric perspective although patient retained fragment of epidural catheter following removal by anesthesia. They're concerns for possible retained catheter fragment approximately 1 cm in length presumed to be retained subcutaneously. The patient, labor and delivery (l&d) nurses and supervising anesthesia attending were immediately informed. A decision was made to obtain a computed tomography (CT) scan of the lumbar spine to evaluate for retained catheter fragment.